Manufacturer narrative:
One photo was provided. It shows a needle assembled to a syringe with no plastic shield. The safety mechanism has not been activated and the needle is out of the hub and placed next to the needle assembly. No other defects or imperfections were observed. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered. A device history record review was completed for provided lot number 3254070 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material#: 305916, lot#: 3254070. It was reported by the customer that the needle came out in the patient's leg. Verbatim: rcc received a complaint via email. Event date: 12-22-2023. Event location: (B)(6). Event description: " gave influenza to a 1 yo and the needle came out in the patient's leg, about 4 cm was above the skin, so grabbed it and pulled it out and placed in cap that comes on needles to prevent injury. Patient was not injured, was able to pull needle out fast enough to place band-aids. Appears that glue let go from where needle attaches to the base. Lot number 3254070, exp 08/31/2028 bd safety glide needle 25 g x 1. Defects to the needle or packaging were not noticed prior to use." Harm to team member or patient? No injury. Product name: needle safety 25gax1in. Product ref: 305916. Lot number: 3254070. **photo of actual needle is attached** bd customer account number: (B)(6). Po this product was purchased under: po-15079258dc.

Event description:
It was reported that the bd safetyglide needle pulled out of the hub. The following information was provided by the initial reporter: event date: 12-22-2023. Event location: (B)(6). Event description: " gave influenza to a 1 yo and the needle came out in the patient's leg, about 4 cm was above the skin, so grabbed it and pulled it out and placed in cap that comes on needles to prevent injury. Patient was not injured, was able to pull needle out fast enough to place band-aids. Appears that glue let go from where needle attaches to the base. Lot number 3254070 exp 08/31/2028 bd safety glide needle 25 g x 1. Defects to the needle or packaging were not noticed prior to use." Harm to team member or patient? No injury. Product name: needle safety 25gax1in. Product ref: (B)(4). Lot number: 3254070. Photo of actual needle is attached. Bd customer account number: (B)(6). Po this product was purchased under: (B)(6).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.